Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop; da pcba adc failed. The error codes were noted in the diagnostic history log, but not currently presenting. Patient involvement unknown